Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. System logs show no data to indicate that the fault had occurred in the field. Upon visual inspection, fluid intrusion was found on the insertion switch assembly around the tornado down button and on the axes controller spar button board (acsb) 3 printed circuit assembly (pca) that would be related to the reported event. The unit was installed onto a golden system where the tornado down button was indicating fault, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification but the tornado down button was sticky during insertion buttons test. Once testing was completed, the acsb 3 was aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the insertion switch assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the site contacted intuitive technical support engineer (tse) to report the patient clearance button was not working. The site had restarted the system with no change. The tse had the site do a hard restart and exercise the button with no change. The site was able to continue. The clinical sales representative (csr) called back after few minutes for further troubleshooting. The tse asked the csr to cycle system power, emergency power off (epo) and circuit breaker down on the patient side cart (psc) if that had not been attempted. The surgeon was continuing with the procedure using remaining three system arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the patient clearance button was not responding and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed.

Manufacturer narrative:
The root cause is attributed to fluid intrusion in the acsb 3 down button.

Event description:
Refer to h11 for follow-up information.